Event description:
It is reported the guide wire has broken upon withdrawal, after passing through the subclavian. No pt death or injury is reported. No other details available at this time.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.